Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the lead had a confirmed anode ring fracture. The physician opted to change out the patient's device to one that could be provide integrated bipolar pacing and sensing while retaining the fractured lead. The lead remains in use.

Event description:
It was reported that the lead had high impedances, non-capture and it was thought to be exit block. The sensing on the lead was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.